Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an intense hypoglycemic episode after exercising and subsequently disconnected the ilet pump out of concern for another low; the agent provided education that the pump does not detect physical activity, explained ilet¿s automated reduction of insulin when glucose is below 70 mg/dl or dropping rapidly above 70 mg/dl, and advised pausing delivery during exercise and announcing larger meals consistent with carbohydrate content. Symptoms included hypoglycemia. Outcomes included user concern and behavioral mitigation by disconnecting the pump, with no injury, hospitalization, or external medical treatment reported. Investigation included complaint handling with troubleshooting and user education, and referral to clinical support for exercise protocol guidance. Investigation of this case revealed no device malfunction or alarm behavior inconsistent with design, and the event was attributed to exercise-related glucose lowering in the context of insulin therapy with uncertainty regarding precise cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.